Event description:
It was reported that patient presented to the ER after receiving inappropriate antitachycardia pacing and hv shocks. Programming changes were made. No device malfunction or sensing issues are present.